Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that distal stent row 7 was damaged and a stent strut was lifted and pulled distally. The stent had also moved slightly in a proximal direction over the proximal markerband. The maximum crimped stent profile measurement at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen found a break in the inner polymer extrusion 2mm distal from the bi-component bond and stretching and damage to the outer and inner polymer extrusion. A midshaft kink was also noted during device analysis 30mm distal from the hypotube midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 14-jun-2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the calcified mid left anterior descending artery. A 3.50 x 16 synergy¿rug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage, stent movement on balloon, and shaft polymer extrusion break.